Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the vessel was close to the skin surface, therefore, when the needle plunger was pushed down, the "needle plunger came out of the guide tube above the skin". It was not confirmed whether the plunger needles actually deployed through the skin, or not. However, the skin was stitched in together with the vessel. The skin was noted to be dimpled. While attempting to loosen the suture on the skin surface, the suture came out of the vessel. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 16f sheath and the evar was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.